Event description:
It was reported that a 45-year old female patient underwent primary breast augmentation with two unspecified mentor saline breast prostheses. Post-operatively, the patient suffered right breast deflation. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6)2023. The replacement devices were: (right) 350cc mentor smooth round moderate plus profile saline catalog: 3502350 lot: 9836596 sn: (B)(6)and (left) 350cc mentor smooth round moderate plus profile saline catalog: 3502350 lot: 9836596 sn: (B)(6).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 7, 2023, mentor received additional information indicating that the suspect medical device could possibly be a non-mentor device. Follow-ups are in progress and a supplemental report will be submitted with clarifying information is made available.

Manufacturer narrative:
After multiple follow-up attempts, no clarifying information was received. The suspect medical device has been updated to the non-mentor device received. If clarifying information is received, a supplemental report will be submitted.